Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to syncope. The ventricular lead output was adjusted accordingly. Approximately five months later, the patient presented for a routine generator change, in which it was noted that the ventricular lead experienced a rapid increase in threshold. The physician elected to replace the ventricular lead during the same procedure. No further patient complications have been reported as a result of this event.